Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient is unable to increase the strength of his ins. The patient's controller states cannot provide desired intensity setting. Factors that may have led to this issue are unknown. The rep troubleshooted over the phone, but turning the system off and on. The patient is able to decrease the intensity, but cannot increase their settings. The rep explained to the patient that they would need to meet with him to interrogate the system and troubleshoot. The patient decided he would reach back out to the rep in a couple weeks to set up an appointment pending the status of covid-19 situation. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient via rep. It was reported that the patient was unable to increase in the strength of his stimulation. His pain has increased since issues with the stimulator began. The cause was unknown. The rep met with patient on (B)(6) 2020 and ran impedance check on his system. The leftmost lead numbered 0-7 had impedances over 40,000 on all contacts. The right sided lead 8-15had impedances over 40,000 on contact #11. The rep reprogrammed patient's right sided lead around contact #11. After the reprogramming patient was then able to increase stimulation to a comfortable paresthesia level. The hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.